Manufacturer narrative:
The customer reported the following possible lot#s: lot#: 14049506 expiration date 1-jun-2029 manufacture date 17-jun-2024, lot#: 14231501 expiration date 1-nov-2029 manufacture date 28-nov-2024. D4, g4: model number is not sold in the us but similar device is sold under model b90013. This product was used for the product code, and 501k. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a pur transfer set, clave¿, 15 units that experienced leakage. The following issue was reported by the customer: " incident date (B)(6) 2025, the medication involved is a pembrolizumab lot y013026, expiry date 31/10/2025 and the solution used was nacl 100 ml lot 24101603. Leak at the injection site from the nacl 100 ml bag. Actions taken: the bag was administered to the patient. " additionally, "the leak was noted after preparation and after it was stocked when the department received the bag, before administration, there was no patient involvement, no human harm, there was a delay of 40 minutes in the treatment due to the bag being sent back to the pharmacy, the cleaning of the droplets and sending back to the department, the treatment was successful with no further incidents noted, no hole, cut, tear or any other defect was found with the device, there was approximately 1 ml of medication leak, the device was directly connected to the bag, there were no mating devices involved, the device was stored in a refrigerator and was not exposed to extreme temperatures, high pressure or other external factors.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for the possible lot numbers were reviewed and no nonconformities were found that would have led to the reported complaint.